Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. Asystole for greater than two seconds was observed as a result. Additionally, high out of range pacing impedance measurements were observed. A chest x-ray revealed the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.